Manufacturer narrative:
Additional product analysis: coating on the wire was visually inspected and found to conform to all visual acceptance criteria. Tip appears rounded and smooth with no sharp edges, burrs, etc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the wire was received in the hoop and exhibited a kink to the wire. The wire was pulled out of the hoop, a severe kink was noted in the mid-section of the wire. The wire appeared wavy. Coils as received exhibited some separation. If information is provided in the future, a supplemental report will be issued.

Event description:
A 0.035" angiographic wire was used in a procedure to treat a non-tortuous, non-calcified lesion with 10% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues when removing the device from the packaging per IFU. The device was prepped per IFU with no issues. The wire tip was not formed by the physician. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the distal wire tip was very sharp and was scraping through the catheter. No patient injury is reported.